Event description:
It was reported that after a refill, the patient's therapy manager (ptm) did not show the current refill date of (B)(6)-2012. Instead, the ptm read (B)(6)-2012, which was the old refill date. The manufacturer representative then decoupled and then recoupled the ptm to the pump. This action resolved the issue. No patient symptoms were reported. Drug: unknown.

Manufacturer narrative:
Product ID 8637-20, serial# (B)(4), implanted: 2010-(B)(4), product type pump product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), (B)(4).